Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 2 hours ago they rotated the patient, and the patient temperature changed drastically in an arctic sun device. They thought it was the probe, so they replaced the esophageal probe and confirmed placement via x-ray. It seems as if they were still getting some jumps in patient temperature. S/n (B)(6). Confirmed enough time had elapsed for the temperature to stabilize after replacing the esophageal probe. Suggested replacing the temp-in cable. Stop therapy, replace cable, and resume therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The root cause of the reported issue could not be determined. The root cause of the reported issue could not be determined. A potential root cause is inadequate pharmaceutical delivery. The water temperature was 40.1c and flow rate was 3.1lpm. Nurse confirmed good pad coverage. Mss advised to place the pads around the patient in taco fashion if possible. Nurse stated that day before they used a bair hugger and would place it back on the patient who was brain dead. Mss confirmed machine was responding appropriately. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 2 hours ago they rotated the patient, and the patient temperature changed drastically in an arctic sun device. They thought it was the probe, so they replaced the esophageal probe and confirmed placement via x-ray. It seems as if they were still getting some jumps in patient temperature. S/n dyhral042. Confirmed enough time had elapsed for the temperature to stabilize after replacing the esophageal probe. Suggested replacing the temp-in cable. Stop therapy, replace cable, and resume therapy.